Manufacturer narrative:
The field service representative cleaned salt build up from the reference electrode, flushed the fluid lines, and replaced the ise sipper probe. Precision, calibration, and qc were within specification. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 results for one patient sample from the cobas 6000 c501 module. The initial sodium result was 105 mmol/l and was reported outside of the laboratory. On (B)(6) 2019, the repeat result was 145 mmol/l. The electrode lot number and expiration date were requested but were not provided.